Manufacturer narrative:
The main component of the system and other applicable components: product ID: 3889-28, lot# j0236902v, implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had her lead replaced in 2004/2005. She was having problems before getting her leads replaced. No further information was provided regarding the lead replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.